Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge tubing was bent. A cartridge change was performed resolving the occlusion. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.